Manufacturer narrative:
Additional information: b5, d10 (scgaa, the serial number is unknown. Battery : scba, the serial number is unknown), g3 d10 concomitant products: scgaa - reusable generator a scgaa, serial# unknown scba - battery scba , serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the generator had red light and warning sound appeared 3 times and became unusable after outputting approximately 10 times. The generator was removed and reconnected (same generator) but it could not be used, hence it was determined to be a dissector defect. A new dissector was used to complete the procedure. Photos were submitted showing jaws were chipped off. Nothing fell on patient's cavity and there was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the dissector with damage in several areas along the waveguide. The dissector showed evidence of use. This type of damage is consistent with the waveguide coming into contact with a metallic object. The visual inspection of the returned product found the dissector had a cracked waveguide and the dissector had been used. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that there was no activation during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the component was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the generator had red light and warning sound appeared three times and became unusable after outputting approximately ten times. The generator was removed and reconnected (same generator) but it could not be used, hence it was determined to be a dissector defect. Photos were submitted showing jaws were chipped off. There was no patient injury.